Event description:
A 27 gauge needle broke off at the hub in the patients trapezius . The sample is not available to be returned for evaluation. No additional information is available at this time. Needle broke off inside of the patient's trapezius. 2 general surgeries to retrieve the foreign body. The foreign body was removed successfully but required an overnight stay on the medical/surgical unit.